Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the result was inconclusive.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted with no reason provided, and returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: blv-bis-10 adaptor, implanted (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.